Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced pain and subsequently the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.